Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the reported event(s) with previously reported event(s). Correspondence has been sent to the author of the article inquiring about individual patient and event information. Concomitant medical products: product ID neu_unknown_ext, product type: extension. (B)(4).

Event description:
Al-mahfoudh, r., chan, y., chong, h.p., farah, j.o. Twiddler's syndrome in spinal cord stimulation. Acta neurochirurgica. 2016;158(1):147-154. Doi: 10.1007/s00701-015-2627-x. Summary: the aims are to present a case series of twiddler¿s syndrome in spinal cord stimulators with analysis of the possible mechanism of this syndrome and discuss how this phenomenon can be prevented. Reported events: case (B)(4): a (B)(6) woman with a spinal cord stimulation (scs) system for failed back surgery syndrome implanted since 2008 had good control of her back pain initially, but during follow-up her pain control deteriorated. In late 2009, she complained of her implantable neurostimulator (ins) being mobile and catching on her clothes and it was re-sited at that point. In 2013, she presented with scs failure. X-rays showed signs of twiddler¿s syndrome. The patient reportedly denied manipulating the ins. On revision of her scs, the extension wires were badly twisted and damaged. She had a replacement extension set tunneled and connected to the main electrodes, with the ins repositioned to the lumbar region. The authors noted that it was not their practice to suture the ins into the subcutaneous pocket. This patient was implanted with a 39565 surgical lead at the level of t10-t12. No other device information was provided. Further information has been requested; a supplemental report will be submitted if additional information is received.